Event description:
During a cardiac resuscitation the zoll pacemaker defibrillator went completely off-screen, was blank, unable to charge joules. Machine plugged in immediatly with no effect. Backup zoll defibrillator used.